Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. It was reported that the lens rotated off axis. Low vault was later reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.